Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (2.0mg/ml, 0.2756) in an implantable pump for non -malignant pain. Since implant, the patient had issues with the incisions for the pump and spine area. The patient experienced tenderness and swelling around the side of the pump. The spinal area had a "little bit of a protrusion." The area sometimes got to the size of a "golf ball or kumquat." The protrusion was painful. The patient was referred to a surgeon by their managing healthcare provider (hcp). The surgeon performed x-rays and stated every was where it was supposed to be. The patient had a cerebrospinal fluid (csf) leak after surgery (implant) and experienced headaches; a blood patch was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.